Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 231370379 was returned and analyzed. A 6-inch loop segment cut from the catheter was obtained for analysis. No damage was observed on the loop itself¿no kinks were found on the pebax, and all electrodes remained in place. Unable to do the functional testing due to the condition of the achieve mapping catheter. Excessive damage was observed on the returned device. Due to the condition of the returned device, inspection and testing could not be performed. In conclusion, no inspection and test results are available for investigational purposes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: eval code conclusion (fdc/annex d):updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient's blood pressure dropped, prompting imaging that diagnosed tamponade. A drain was inserted, but due to blood loss, open heart surgery was performed to repair a puncture hole. The patient's hospitalization was extended the case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 12fcc13 (B)(6); product type: 0629-flexcath sheath; implant date n/a; explant date n/a product event summary: the data files were returned and analyzed. The files showed at least 7 applications were performed with a non-returned balloon catheter on the reported event date without any system notice or anomaly. In the fault file, the following fault messages were found on the reported event date: the system notice n-066 "the system has detected a higher than expected pressure on the vacuum side" was confirmed during the integrity test state, the system notice n-177 "the system has detected a higher than expected pressure on the vacuum side" was confirmed during the fault evacuate state, and the system notice n-184 "the system has detected a higher than expected pressure." Was confirmed. In conclusion, the reported clinical issues, hypotension and tamponade, can not be confirmed through analysis of the data. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.